Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the surgery was performed in the right eye.

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on january 7, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, a warning message displayed about the phacoemulsification handpiece. The surgery was stopped. The capsulorhexis had already been made. The patient was transferred to another clinic department and the intraocular lens implant was implanted successfully.